Manufacturer narrative:
Investigation: the complaint was investigated for a lock-up event during stress echo. Review of the log files confirmed that there was a communication error between workflow protocol and stress echo. This caused an interruption to the customer workflow. The communication error was cause by misconfiguration by the customer relative to the study transfer behavior. The complainant was instructed to remove unnecessary devices from their configuration. Complaint reference #: (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that the ultrasound system locked up while a patient was undergoing stress echo exam. The lock up occurred while the sonographer was capturing resting images. The ultrasound system was rebooted and the functionality was restored. There was loss of data so after the reboot, the stress echo was repeated. The exam was delayed by ten minutes. There was no patient adverse event reported. No additional information was provided.